Event description:
A malfunction was reported on the pump, which displayed a malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The pump was reset, and insulin delivery was resumed.